Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, which they understood.